Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. As the issue occurred in the past, troubleshooting was unable to be performed. Reportedly, as the pump was not delivering insulin due to the occlusion alarm, the issue caused the customer's blood glucose (bg) to go up to 481 mg/dl with high ketones and the customer went to the emergency room (ER). Customer was treated with insulin. After 3 hours, the customer experienced diabetic ketoacidosis and was admitted to the intensive care unit. An insulin drip was used to treat the customer. A system check was performed and it was confirmed that the pump was functioning as intended. Reportedly, the customer was released from the hospital on (B)(6) 2018 with no permanent damage.